Event description:
(B)(4).

Manufacturer narrative:
It was reported that during a laparoscopic ventral hernia repair using the ventralight with echo the procedure was completed and the pt was sent to the pacu; however, once the surgeon began to dictate the procedure, he realized that he left the balloon portion of the echo positioning device in the pt. The pt was immediately returned to the operating room and put under anesthesia, reopened and the balloon completely removed. There were no add'l pt injuries and the device is confirmed to have been completely removed from the mesh. The surgeon is an experienced user of the echo positioning system (approx 15 cases) and the occurrence was purely an error on his part, with no malfunction of the device causing or contributing to the event. Based on the events as reported.